Event description:
It was reported that the confirm device exhibited excessive battery depletion. The device was returned to sjm for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: final analysis could not confirm the complaint of premature battery depletion. Device battery was depleted, but the device passed all tests. Battery manufacturer destructive analysis showed no abnormality.